Manufacturer narrative:
(B)(4). Final report. The devices were revised due to dislocation and the surgeon stated that he placed the devices too anteverted. The device manufacturing record was reviewed and it was confirmed that the device was manufactured to material and dimensional specification. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA.

Event description:
Trinity shell, head and liner revised after 1 year 4 months due to dislocation. Patient had a subsequent (second) revision on (B)(6) 2015 due to infection in which cup and stem were replaced.

Event description:
Revision of a metafix stem after 1 year 9 months.

Manufacturer narrative:
C-1423 initial report: device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.